Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 32 (mg/dl). Reportedly, the customer was working in a warehouse and forgot to lower the basal rate setting. Carbohydrates and glucose tablets were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.